Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Unit had no audio tones during tone check on self-test due to open l6 on printed circuit board a1. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6/printed circuit board a1. The insulin pump was monitored and functioned properly. No unexpected power error alarm 25 noted during testing. Unit had a scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed pump error 25. Customer's blood glucose level was not reported. This was the second power error alarm detected within 4 hours of troubleshooting the previous occurrence. The customer was advised that the device would be replaced and agreed to return the product for analysis.